Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display due to vertical cracked lcd controller. No blank display during testing. Unable to perform audio check or perform functional testing due to constant flashing white light on the display. The insulin pump had minor scratched lcd window and scratched keypad overlay and scratched case.

Event description:
Customer reported via phone call that the insulin pump was disconnected during a soccer game and then when reconnecting, the customer found the insulin pump was alarming and only had a flashing white screen. The customer has not been able to clear the screen or determine the alarm. Blood glucose value was 13.0 mmol/l. The customer had reverted to manual injections. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.